Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to the philips response center (rc) that device was unable to complete the user initiated operational check (opcheck) with the same error and the device ready for use indicator displayed red x. There wa no pt involvement.